Event description:
The customer reported that the ventilator shut down and produced an alarm. The diagnostic codes related to power supply failure, backup alarm failure, blower stalled, system restart and auxiliary alarm supply failure were discovered in the logs. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information cannot be disclosed.

Manufacturer narrative:
MFR received date: 03 sep 2019. The customer reported that replacing the pm pcb (power management printed circuit board) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/20/2019.

Event description:
The customer reported that the ventilator shut down and produced an alarm. The diagnostic codes related to power supply failure, backup alarm failure, blower stalled, system restart and auxiliary alarm supply failure were discovered in the logs. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information cannot be disclosed.